Event description:
It was reported by the distributor that two stretchers failed incoming qc inspection, due to brake wear.

Manufacturer narrative:
When stretchers are shipped internationally, they are shipped with the brakes engaged. It has been identified that the rocking motion of the boat may cause brake wear. A prototype of a new shipping method is currently undergoing verification testing and will be implemented prior to the end of 2008.